Event description:
Customer was hospitalized for high blood sugar levels. The customer stated that they had high blood glucose for the past few days and had gone through multiple infusion sets. It was indicated that the pump's programming is accurate and it passed the functional tests. Although, the customer feels that the pump is not functioning properly. The md is requesting for the pump to be replaced.